Event description:
The customer's mother reported on (B)(6) 2014 at 2:25 pm her daughter activated a new pod and she noticed insulin leaking around the needle guard but continue to wear the pod. At 2:19 pm the pod was deactivated and noticed the cannula was kinked. There was also insulin leaking and the adhesive was wet.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.